Event description:
The customer alleged that she performed control tests using both of her contour meters and received a result of 200 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The customer did not have time to troubleshoot during the call. No product will be returned at this time.